Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the product analysis lab (pal) but failed rite functional tests and was found to be out of specification due to volumetric accuracy. The rite volumetric specification range is 774.0 ml - 821.0 ml and the rite volumetric test results were 821.2 ml/fill1 and 821.1 ml/drain1. The cause of rite accuracy failure was determined to be disintegrating piston foam and insufficient contact between the chore boy and the heat sink compound within the vsx chambers. The cause of the increased intra-peritoneal volume found in the device logs was determined to be: insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)). Additional information: product surveillance attempted to provide clinic with the results of the hc device evaluation and was informed the hp was transplanted last may and was no longer using the cycler.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 1800ml and the drain volume was 2895ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.